Manufacturer narrative:
(B)(6). A follow up submission will be submitted upon completion of carefusions's investigation or if additional information becomes available.

Event description:
ICU patient had bilateral indwelling pleurx catheters placed. When draining the catheter on the right side the welding between the tubing and the connection to the bottle disconnected. This has led to air flow to the chest and therefore a pneumothorax on the right side. It was again connected to a continuous drainage with a medela pump, with which the air could be withdrawn.

Manufacturer narrative:
(B)(4). Our quality engineers received two (2) companion samples from lot 0000958485 for evaluation. One of the samples was in its original unopened packaging and the other one was in its original opened packaging. The engineered identified the sample in the opened packaging had the drainage line disconnected from the bottle, and the sample in the unopened package had the drainage line connected to the bottle. Nevertheless, failure mode could be confirmed since one of the bottles had the drainage line disconnected and there¿s evidence that this bottle has not been used by the customer. An internal review of the history files was completed for the reported lot number confirming procedural and functional requirements needed for the product to be released were met. The engineer has concluded the most probable root cause of reported failure could be manufacturing process or method not followed appropriately, work instruction explicitly describes the correct way of performing drainage lines-to-bottle connections. Bd has taken preventative actions by alerting applicable manufacturing personnel of this reported failure, via awareness training. The failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
A patient in the intensive care has a pleurix- catheter on the left and right side. Vacuum bottles from carefusion pleurx are used for draining, which are connected to the catheter so that the fluids can be drained regularly. When draining the catheter on the right side the welding between the tubing and the connection to the bottle disconnected. This has led to air flow to the chest and therefore a pneumothorax on the right side. It was again connected to a continuous drainage with a medela pump, with which the air could be withdrawn.